Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely wear of the regulator led to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the high flow insufflation unit exhibited a digital display missing on the front panel, secondary tubing leakage due to a defective electric proportional valve, and a low average flow rate due to a defective primary pressure reducing valve there were no reports of patient involvement.